Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds on its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the smart coil introducer sheath is not properly aligned inside the hub of the non-penumbra microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During functional testing, while attempting to advance the smart coil through its introducer sheath, resistance was encountered due to the offset coil winds and the embolization coil was unable to be advanced through the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and non-penumbra microcatheter. It was noted that the patient¿s anatomy was moderately tortuous and slightly calcified. During the procedure, the physician placed seven coils and one smart coil in the target vessel using the microcatheter. The physician was unable to advance another smart coil beyond the distal end of the introducer sheath and, therefore, it was removed. The procedure was completed using a new smart coil and other coils with the same microcatheter. There was no report of an adverse effect to the patient.